Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses and was unresponsive. It was also reported that the pump had charging issues, the battery depletes quickly and the wake button was unresponsive. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.